Event description:
The pt's vendor reported that the pt has been experiencing elevated blood glucose of up to 398 mg/dl. The pt stated that the adhesive of the infusion site becomes "humid" on the second day of use, and blood glucose becomes elevated at night. The pt changes the infusion site and boluses through the infusion device to lower blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.